Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and full functionality stress testing with known good accessories without duplicating the report. After the next power cycle, the report self-cleared and did not reoccur. The multifunction cable receptacle was replaced as a pre-caution. The device was re-certified and returned to the customer. The multifunction cable used at the time of the reported event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.